Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. The motor had moisture damage and they were unable to test for missing segments due to the blank display. The insulin pump had a cracked case at the display window corner and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she had a partial display anomaly and missing segments on the insulin pump. Customer was using an energizer aaa alkaline battery and the pump was neither dropped nor bumped. Customer stated that the words were faded and hard to see. Customer took the battery out and put it back in, but after several hours, the same thing happened. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.